Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, customer is using cold insulin, doesn't clean the pump , does not complete the air removal step and reuses residual insulin. Clinical support informed customer that using cold insulin, not cleaning the pump and not completing the air removal step and reusing residual insulin are off label per the tandem user guide. Customer changed the tubing and resumed insulin delivery. Customer blood glucose was 377 mg/dl.